Event description:
On initial contact, dentist reported handpiece overheating and burned pt's mouth. On further investigation, dentist advised that he noticed that a small blister had formed on pt's bottom lip during an extraction of wisdom teeth. The blister broke open by itself. The dentist held a cool, wet sponge on blister and applied medicated ointment. Dentist follow up with the pt after two (2) weeks.